Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two unspecified breast prosthesis and experienced bilateral capsular contracture (baker grade 3) post-operatively. As a result, the patient underwent explantation on (B)(6) 2019. It is unknown if the patient¿s devices were gel or saline devices. In the absence of clarifying information, the devices will be reported with common device name and procode indicating gel devices. If additional information is received confirming gel or saline, a supplemental report will be sent. This report is for the right side device.